Event description:
It was reported that the flex arm would not tighten during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review identified fracture of one of the lock lever bolts. Fracture surface morphology identified a quasi-brittle fracture with river lines suggesting the direction of crack propagation. The fracture appears to have initiated and ended at the root of the tooth, with no additional damage to thread, consistent with overload due to overtightening of the lock lever. The above observations are consistent overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.